Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had high lead impedance with systems and normal mode diagnostics testing. Attempts for additional information are in progress.

Event description:
Reporter indicated the vns was disabled on (B)(6) 2013 and no trauma or device manipulation occurred.the patient will be observed clinically with the vns disabled for now at the patient¿s request. The reporter recommended the vns lead be replaced.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating the reporter has not disabled the vns generator. No manipulation of the vns occurred, but the patient does have drop seizures. No recent trauma occurred. X-rays were reviewed by the manufacturer. The generator is implanted in a normal orientation in the left chest. The filter feedthroughs are intact, and the pin appears fully inserted. There is some lead behind the generator that cannot be assessed. The lead is intact at the lead pin. The lead electrodes are implanted at approximately c5 in a normal orientation; the negative electrode appears somewhat stretched out but this may be an anatomical variant and is not suspicious. In the lateral neck views, there is consistently a suspicious area just below the anchor tether that appears to be a break. This is noted in nearly every lateral neck view. From the review of the x-rays, the cause of the high lead impedance is likely due to a lead fracture just distal to the anchor tether. In addition, as the lead pin is fully inserted, a lead pin insertion issue has been ruled out and a lead fracture is the more likely cause of the high impedance. It is not known if surgery to revise the vns has occurred to date.